Manufacturer narrative:
(B)(4). Manufacturing location: (B)(4). Manufacturing date: december 11, 2009. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with the thread broken off. The broken fragment was not sent for evaluation. The relevant dimensions next to the breakage were checked and no deviation was found. The review of the device history record revealed that this instrument was manufactured in the year 2009 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The fracture surface is homogenous, which indicates material conformity. No manufacturing related issue was identified. Based on these findings a material or manufacturing related issue can be excluded and it is likely that high applied mechanical force caused the jamming and finally the breakage of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the incident occurred during an initial surgery not a revision surgery as initially thought.

Manufacturer narrative:
Additional narrative: patient ID/initials and weight are unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an extraction screw was used during a revision surgery to remove the blade. When the surgeon wanted to remove the blade from the extraction screw it was stuck and they could get the blade off the screw. They used one of their forceps to get the blade off. During this process the thread from the extraction screw broke off and remained in the blade. It was reported this had no impact on the patient outcome and no surgical delay was reported. Concomitant device reported: one blade (part and lot number unknown). The reason for the revision procedure is being captured and reported under link complaint (B)(4). This is report 1 of 1 for (B)(4).